Event description:
It was reported that a patient underwent an arthroscopic procedure using a magnum 2 knotless implant. The anchor was inserted into the drilled bone hole and upon tensioning the suture to the anchor the spring popped. The anchor was abandoned. The procedure was completed with a competitors device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient's age and gender have been requested but not received.